Event description:
On (B)(6) 2011, this patient was implanted with two gore excluder aaa endoprostheses to treat a thoracic artery injury, grade 3; the injury was from a motorcycle accident. On (B)(6) 2012, the patient underwent a reoperation; the devices were explanted and the patient was converted to an open repair using a tube graft. The gore devices were explanted because the patient developed subclavian steal syndrome which was affecting the left arm and a pseudoaneurysm was present. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional devices implanted and/or related to this event: pxl161407/9072783. Attempt(s) to acquire information for this form were made by gore. The gore excluder aaa endoprosthesis instructions for use (IFU) states: the gore excluderr aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy. The safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following patient populations: traumatic aortic injury, pseudoaneurysms resulting from previous graft placement, and patients less than 21 years old.